Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that the patient faced infusion sets pulled out accidentally due to pants were caught on (B)(6) 2026. The patient experienced high blood glucose levels of 300mg/dl. The patient received treatment with correction bolus. No further information is available.